Event description:
Patient presented back to the physician with continued jaw pain. Physician prescribed pain medication.

Event description:
Patient presented to the physician with pain at the neck, ear, and jaw, and pain when swallowing. Physician prescribed pain medication.